Event description:
Hcp reports pt had a routine refill in 2004. There was no change in drug or concentration. Hcp was aware in 02/2004 of other pts with problems following refills who had same drug combination. The physician then called the pt who was having symptoms including nausea, vomiting, and mild confusion. The pt was refilled with drug from a new supplier the next day and all symptoms resolved. The pt was reported to have recovered without sequela.